Manufacturer narrative:
The investigation of positioning issues has been completed. The root cause of positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review. D6b explant date added.

Manufacturer narrative:
The impella device was not received from the customer as the device remains implanted and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was implanted with an impella 5.5 device for optimization prior to coronary artery bypass graft(CABG) and approximately three days after start of support, day of CABG, the positioning became compromised. The surgeon was unable to advance the pump to an ideal position and subsequently, the pump left three centimeters below the valve. Support with the impella 5.5 pump was uninterrupted and continues despite the suboptimal positioning. There was no report of harm to the patient as a result of this event.